Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the consumer stating that the patient received code 1021 and contacted their healthcare provider¿s office, where they spoke with a manufacturer representative. The representative guided the caller through steps to connect to the system, and no issues were found. The patient later met with the healthcare provider, and no problems were identified.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by a patient's representative that while recharging the implantable neurostimulator in the morning, the device did not produce the usual noises and went offline a couple of times. Additionally, the green light was not consistently on. A service code 1021 - overvoltage, was received, despite the battery being fully charged. The issue was not resolved through troubleshooting, and the patient was redirected to their healthcare provider for further assistance.